Event description:
It was reported that during an angioplasty procedure, the balloon allegedly got stuck on the sheath when trying to pull the balloon out. It was further reported that the whole device was pulled out. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one vaccess pta dilatation catheter loaded onto an unknown introducer sheath has been received for the evaluation. On the visual evaluation, the device was noted to be bloody. The distal tip of the sheath was noted to be buckled and torn and the distal end of the balloon was noted to be bunched. No other anomalies were noted to the device. On the functional evaluation, the sheath was pulled proximally to remove the balloon and no other functional testing performed. Therefore the investigation for the reported difficult to remove was confirmed as the balloon returned loaded and stuck with an unknown introducer sheath for the evaluation. A definitive root cause for the reported difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 06/2024), h11: h6 (result, conclusion), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2024).

Event description:
It was reported that during a procedure, the balloon allegedly got stuck on the sheath when trying to pull the balloon out. The whole device was pulled out. There was no reported patient injury.